Event description:
It was reported that during a pulse field ablation procedure, a farawave catheter was selected for use, during the procedure, it was noted that the irrigation was not working anymore for the farawave catheter. The physician believed that this was due to the tubing of the device. The farawave catheter was removed, and the purge was performed again. However, while attempting an additional purge of the farawave tubing, this was unsuccessful as no liquid was able to come out. When purging the guidewire lumen however, this process worked. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to be returned as it was retained by the customer. It was further reported that the luer was not detached, and no further damage was visible to the device.

Manufacturer narrative:
A1: patient identifier; a2: date of birth, age at time of event; a3a: sex; a3b: gender- updated. B5: describe event or problem - updated. It was indicated that the device was retained by the customer. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(6).

Event description:
It was reported that during a pulse field ablation procedure, a farawave catheter was selected for use, during the procedure, it was noted that the irrigation was not working anymore for the farawave catheter. The physician believed that this was due to the tubing of the device. The farawave catheter was removed, and the purge was performed again. However, while attempting an additional purge of the farawave tubing, this was unsuccessful as no liquid was able to come out. When purging the guidewire lumen however, this process worked. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to be returned as it was retained by the customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. E1: initial reporter phone: (B)(6).

Event description:
It was reported that during a pulse field ablation procedure, a farawave catheter was selected for use, during the procedure, it was noted that the irrigation was not working anymore for the farawave catheter. The physician believed that this was due to the tubing of the device. The farawave catheter was removed, and the purge was performed again. However, while attempting an additional purge of the farawave tubing, this was unsuccessful as no liquid was able to come out. When purging the guidewire lumen however, this process worked. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to be returned as it was retained by the customer. It was further reported that the luer was not detached, and no further damage was visible to the device.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. Irrigation was observed in undeployed state, but not in basket and flower shape. The catheter was dissected for further inspection. It was observed that there was a kink in the flush lumen. Based on the product analysis the reported difficulty to irrigate was confirmed.